Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
The customer reported via phone call that they had a bolus wizard anomaly. Customer's blood glucose was 200 mg/dl. The customer stated that the bolus wizard is delivery over and under what the calculation should be. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer advice to discontinue use of the device and revert to a backup plan. The customer reported via phone call that he was hospitalized due to high blood glucose and heart attack. Customer's blood glucose was 1600 mg/dl. The customer was admitted to the hospital and treated with IV insulin drip for dehydration. The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated scratch on screen. The customer unable to read the screen.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The bolus wizard functioning properly per bolus wizard sample guide in the 523/723 user guide. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.